Event description:
Procedure - robotic sigmoid colectomy. During resection of sigmoid colon anastomotic, stapler malfunction during use. The anvil splayed and would not release the tissue after it was deployed. Multiple attempts to connect the anvil to the stapler spike were unsuccessful as it appeared the interval component was malformed and not engaging the spike, this subsequently facilitated the spike to be withdrawn back to the rectal stump and the initial site could not be renegotiated. Due to the malformation of the anvil, surgeon completed case to an open incision.